Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature cable was damaged, and the device was not cooling. Per review of wo on 02sep2024, there was no injury failure detected during initialization of the device. Per follow up information received via mail on 02sep2024, it was reported that the device will be repaired at crawley UK. Issue was not resolved yet, device will be shipped in UK within the week. Device had been evaluated so far, chiller needs to be changed. No injury for the patient, failure was detected during settings.

Event description:
It was reported that the arctic sun device temperature cable was damaged, and the device was not cooling. Per review of (B)(4) on 02sep2024, there was no injury failure detected during initialization of the device. Per follow up information received via mail on 02sep2024, it was reported that the device will be repaired at crawley UK. Issue was not resolved yet, device will be shipped in UK within the week. Device had been evaluated so far, chiller needs to be changed. No injury for the patient, failure was detected during settings.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be rough handling. However, there was insufficient information to confirm this potential root cause. The device was evaluated upon receipt. Temperature cable damaged. Replaced temp in cable. Passed calibration, functional test. A device history review is not required as the serial number is unknown. The instructions-for-use under baw2800548 rev 1, baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.